Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had prime anomaly and keypad unresponsive. The customer¿s blood glucose level was unknown. The customer reported that screen was damaged and also had scratches and unable to hear the alarms. The customer also reported that during priming insulin was squirting out instead of dripping and rewind was slower. The customer also reported that buttons were harder and unresponsive. The insulin pump will not be returned for analysis.